Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have one bent grip tang at the force amplification pulley. The grip tang was bent resulting in an abnormal gap at the grip interface. Components adjacent to this bent grip tang do not show damage. The complaint was confirmed by failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: one grip tang is dislodged and bent outwards. No loose/dislodged pins. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when removing the prograsp forceps instrument at the end of the procedure, the doctor had difficulty removing the clamp through the trocar. The procedure was completed with no reported injury.